Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose was 10 mg/dl. The customer was treated with food. The customer was admitted to the hospital. The customer's blood glucose was 240 when he left left the hospital. The doctor at the emergency room told him to use lantus and stop using the pump. The customer was advised to monitor the pump.